Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customer's blood glucose level rose to display as "high," but the specific values were unknown on multiple occasions. The customer resolved these high blood glucose readings by using a correction injection without needing third-party assistance. The customer stopped using the pump and switched to an alternate method of insulin therapy due to these recurring issues.